Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has come in to suggest that the cause of death was due to congestive heart failure which was complicated by the patient's many other comorbidities. There is no indication the device was involved in the death nor is there any complaint or allegation against the device system.

Event description:
It was reported by the physician through a clinical study that the patient had expired. The patient had missed 2 follow up appointments and the clinic found that the patient had expired. The patient's physician listed in medtronic records and in the clinical study had no further information. No further information has been made available.